Manufacturer narrative:
Conclusion: one returned used suture was microscopically examined. It had two cut ends. One cut end showed instrument damage close to where the suture was severed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on (B)(6) 2014. Although there was a delay in surgery due to the suture breakage, there were no adverse patient consequences.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke when knotting, delaying the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.